Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16203. It was reported that the patient presented for initial implant. During procedure, the atrial lead and right ventricular lead dislodged. More information was requested but not provided.

Event description:
New information noted that patient was stable post procedure.